Event description:
An obvious decline in the patient's hearing performance was reported. A history of head trauma was denied and problems with external devices were excluded. The patient has been re-implanted.

Manufacturer narrative:
Correction this incident was erroneously reported to FDA due to a mix up of 2 patient's names in the registration cards. Concerned implant is still implanted and in use. The incident occurred for another device, and was reported to FDA with the MFR report number 9710014-2015-00425, pt identifier (B)(6). This is a final report.

Event description:
Latest in situ measurements showed 11 channels in status high. The patient was re-implanted. According to additional information, there had been a mix up of patient names in implant registration cards. The complaint was not against this cl, c40+81753. C40+81753 is still implanted and there is no allegation against it. The patient has good performance with the device.

Manufacturer narrative:
(B)(4). The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.